Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument. Prior to service visit, customer completed collet cleaning maintenance. Removed tip eject sleeve and collet clamp, inspected with no defects found. Cleaned collet, plunger clamp and eject-sleeve and assembled summit arm. The instrument is operating as expected. No repairs needed.